Event description:
Additional information received from clinical reported that the investigator stated that the cause of the type ib endoleak was due to the progression of the aortic aneurysm. There will not be an intervention, however the investigator will continue to monitor the patient.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a type b thoracic aortic dissection. The dissection extended distally past the aortic bifurcation into the left common iliac artery. During implant the false lumen was embolized and the left common iliac was stented. The left subclavian artery was also completely covered. It was reported that a follow up CT discovered a type ib. No clinical sequelae were reported and the patient is being monitored by the physician/investigator.